Manufacturer narrative:
The investigation into the product damage (sterile sleeve damage) issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical information provided, sheath kink was noted on 14x25 introducer, and it was replaced with short 14x13 introducer. The patient had known tortuous vessel condition. The root cause of the introducer issue was patient condition related to torturous vessel.

Event description:
The user facility reported an 83-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The physician noted a kink in 14/25cm sheath on fluro prior to implant. They attempted to implant and impella motor would not cross. The physician exchanged sheath for 14/13cm and impella crossed and implanted without incidence.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.